Manufacturer narrative:
The pump is not available for evaluation. The device was not isolated and the serial number was not identified by the reporting facility.

Event description:
The facility reported to baxter an incident of an underinfusion. The patient was reported to be receiving 500ml of an unspecified IV solution over 30 minutes, as a bolus. Reportedly, the pump required 60 minutes to infuse despite being reprogrammed more than once. The pump was not cycling as fast as required to deliver the bolus. No additional information was available regarding the patient demographics, diagnosis and status, patient injury, medical intervention, medication involved, and set up of the infusion device.